Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged. The lead was explanted and replaced. No add'l adverse pt effects were reported other than the revision procedure.